Manufacturer narrative:
Two (2) samples were received for evaluation. Visual inspection revealed that both bags were leaking from the top seam. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿significant amount¿ of fluid leaking out of two (2) exactamix 2000 ml eva tpn bags. The fluid was leaking from the top of the bags. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One device was returned and an evaluation is complete. Functional leak testing was performed by filling the bag with water and a leak was noted at the top right weld of the bag. Visual inspection was performed and noted a defect at the top weld where the bag had leaked from. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.